Manufacturer narrative:
Unique identifier (UDI): (B)(4) - correction: this report was originally submitted with the incorrect MFR report # 0000000-2017-00001 with core ID: (B)(4) with a date 12/29/2016 and date 01/25/2017. This report replaces the original under the correct MFR report#. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported the cycler alarmed for air detected in the cassette during drain 5 of 6. Treatment was discontinued. When opened fluid was found leaking inside the pd cycler cassette door. The patient detected no defect in the pd disposable cassette and discarded it. The patient's pd nurse reported that the patient experienced no adverse event related to the fluid leak. The patient was not prescribed an antibiotic.